Event description:
The customer reported to olympus that the hd autoclavable camera head goes black and does not display when the camera head is connected to the main unit. The issue occurred during preparation for use for an endoscopic nasal and sinus surgery that was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a failure of the imaging system parts (charged coupled device and image sensor). Other issues found were: cable section cable was flooded, the head scope mount was loose, the head switch had a scratch, the cable part cable was twisted and the connector electrical contact had corrosion. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the initial reporter confirmed that the event occurred particularly when preparing to connect equipment before surgery. Since it was before surgery, it took time to change the instruments.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information from the customer's response that was inadvertently missed on the initial (located in b5). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an image was not displayed because the cable and the imaging were defective due to water immersion. Since water tightness test passed, the cause of water immersion could not be determined. Olympus will continue to monitor field performance for this device.